Event description:
The facility indicated they did not have an incident date but that the foley catheter balloon would not inflate and had to be reinserted.

Manufacturer narrative:
The contact at the facility indicated that they were unsure of a date but that one of the nurses stated she attempted to inflate the balloon on two foley catheters for the same pt but was unsuccessful. The catheter apparently fell out. On the third attempt, she was successful. She discarded the catheter and did not initially report it. In the absence of a sample, we have not confirmed the issue and a root cause has not been determined. Due to the reported need for the catheter to be re-inserted, this medwatch is being filed.